Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Revision surgery update 22 january 2021: the surgeon reported that the revision was due to: trochanteric syndrome and trunnionosis. The patient felt pain. Head and liner explanted. Sleeve and biolox head implanted on damaged trunnion. Changed the liner to a 10 degree lip liner, and not proceeding to explant the well fixed femoral component.